Event description:
The cassette would not seat with the constellation machine. The machine was rebooted & it didn't fix the problem so we opened a new pack with a different lot number and it worked. Manufacturer response for vitrectomy pack, (brand not provided) (per site reporter). Their medical safety team will contact us with report number and send a return label.